Event description:
During a coronary stenting treatment procedure, difficulty inflating the balloon was encountered. The physician reported that the maverick 2 monorail 15mm x 1.5mm balloon would not inflate under fluoroscopy, although the pressure readings on the encore inflation device increased to 10 atm. The vessel was not tortuous or calcified. The stenosis was reported to be 90%. The guide wire used during this procedure was a whisper. The device had been introduced and removed from the 6fr wiseguide fl 3.5 guide catheter just once. The inflation device was replaced and the balloon would again not inflate. The catheter was replaced with another maverick 2 monorail 15mm x 1.5mm, and the balloon inflated without a problem. No pt complications have been reported. The pt status is reported to be "good."